Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. According to the complainant the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar procedure in the prostate performed on (B)(6) 2019. Reportedly, there were no issues during the spaceoar placement procedure. According to the complainant, during emergent follow-up on (B)(6) 2019, the patient complained of pain and discomfort of bowel movement. In the physician's assessment, the patient's symptoms were likely caused by spaceoar due to the patient's smaller anatomy. The patient was prescribed hydrocodone to treat the pain and discomfort. As of (B)(6) 2019, the patient's condition was stable and better.